Event description:
Patient reported the sudden loss of therapeutic effect for implantable neurostimulator (ins) after the fall on their knees on (B)(6) 2106. Patient had lack of therapeutic effect before the fall but it was worse after the fall. Patient did several CT scan for body checkup for medical history. Patient also reported the hematomas on the knee/right-side rib cage, and a knee infection. Patient was hospitalized for a while with antibiotics for infection of the knee. There was no change in symptoms control or no resolution at all on any program or voltage. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
Additional information received as patient tripped and fell at home on (B)(6) 2016 and was hospitalized on (B)(6) 2016 for cellulitis from hematoma on knee (total knee replacement 2012). They were on bed rest for 1 week and in a bed a lot of time after that there was concerned that urine had dislodged. Also they were on high dose of diuretics 60 mg daily which increased urinary frequency. Hematoma and infection turned out to be unrelated to medtonic therapy. They had medtronic device evaluated. Representative added program and results were excellent much less readings to accidents. Change in program helped and no urinary accidents with 100 % improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.